Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had error codes alarm. The customer blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had no delivery alarm, rewinding was slower and had makes louder grinding noise. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a21 error test, displacement test, basic occlusion test, occlusion test, prime/a33 test, rewind test and excessive no delivery test. Device was received with normal operating currents. Device was monitored and no unexpected low battery alarm, failed battery test or failed battery alarm, no excessive no delivery alarm, rewind anomaly and no unexpected error message noted during the testing. However, device was received with loud motor noise during rewind due to faulty motor. (B)(4).